Manufacturer narrative:
H6: code-213: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore involving a vbx study device: on (B)(6) 2019, a patient presented for endovascular treatment for exclusion of aortic aneurysm and pararenal aneurysm. Procedure was emergent in nature and snorkel / chimney technique was used. A cutdown was performed and access was made from the axillary artery. Gore® viabahn® vbx balloon expandable endoprostheses were placed in the right and left renal arteries. On (B)(6) 2019, the vbx device in the right renal artery had thrombosed. Intervention was performed. Permanent impairment was noted.